Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the display was found out of electrical specification (missing pixels). Analysis also found the upper case was dented, the lower case was broken, the knobs were contaminated, the keyboard was scratched and contaminated, and the serial number was torn.

Event description:
It was reported the digits of the lcd (liquid crystal display) screen were faded. It was also reported the lower display pixels were missing. The device was returned for repair. There was no patient involvement indicated.